Event description:
Surgeon attempted to fire the stapler across the patient's appendix. Stapler would not fire. Stapler was removed from service. The stapler fired afer it was removed from the patient. There was no harm to the patient.